Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section d9: corrected. Manufacturer's investigation conclusion: the heartmate 14 volt lithium ion battery (s/n: (B)(6) ) was evaluated following the reported event of smoke coming from the universal battery charger (ubc). The returned battery was in unremarkable condition. The battery was placed in a test ubc, no atypical alarms were active, and it was accepted for charge. The 14v li-ion battery underwent a charge/discharge test and functioned as intended. The battery was connected to a mock circulatory loop and was able to support the system without issue with no alarms active. Per the universal battery charger investigation, the reported event appeared to be due to fluid ingress within the ubc. The reported event was unable to be correlated to an issue with the battery. The testing records were reviewed for the heartmate 14v battery (s/n: gw344044) and it was found that the battery operated as intended. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. Heartmate ubc instructions for use section 5 entitled ¿responding to advisory messages¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called reporting smoke coming from the universal battery charger (ubc). The ubc was charging (B)(4) batteries at the time and it was unclear if the smoke was coming from the batteries or the ubc. The ubc was removed from power immediately. All the (B)(4) batteries and the ubc were replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.